Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, noise was noted on the right ventricular (rv) near-field electrocardiogram (egm) (rv tip to rv coil). The device was disconnected from the lead. The lead pin cleaned and re-inserted into the device. The lead pin cleaned and re-inserted into the device. The set-screw appeared to tighten on the lead; however, there was no ratcheting of the torque wrench upon tightening. The set screw was again loosened and the pin disconnected. Again the pin was cleaned and re-inserted into the header. The set-screw again seemed to tighten on the lead pin. However, once again there was no ratcheting of the torque wrenchupon tightening. Noise was still noted on the rv near-field egm. The decision was made to remove this device from the lead, and replace it with another device. No further issue noted when the new device was connected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device found a set screw with a rounded socket. The returned device indicated a damaged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.